Event description:
It was reported that when the package was opened, and it was noted that the end of the sheath had an orange-yellow tint on two different devices. No pt complications.

Manufacturer narrative:
Device not returned.